Manufacturer narrative:
A complete lead was returned in one piece measuring 57.4 cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission. Upon review, it was observed the right ventricular lead had low pacing impedance, oversensing episodes, and failing to capture. The patient presented in clinic where an x-ray was completed to reveal there was cardiac perforation. The lead was attempted to be revised and placed in a different location, but the helix failed to extend once retracted. The lead was explanted and replaced. The patient was stable.